Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the enteral feeding pump is experiencing a display issue/no display. There was no allegation of patient death or serious injury. No further information available at this time.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. The customer returned unit for no display. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.